Manufacturer narrative:
Device evaluation: a 2000e china product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot 24045688. The feedback provided by the customer states that, "blockage was detected at the needle-free closed-system infusion connector." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24045688 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted on (B)(6) 2025 at 08:55 due to a two-month history of cold pain, numbness, and intermittent claudication in both lower extremities, diagnosed with "bilateral lower extremity arteriosclerosis obliterans." A comprehensive examination was conducted upon admission. As prescribed, the patient was given an intravenous infusion of 250ml of normal saline + 20mg of argatroban (precision infusion), and a micro-infusion pump was used to infuse 50ml of normal saline + 200 units of plasmin. On (B)(6) 2025 at 08:44, during the infusion, a blockage was found in the needleless closed infusion connector at the catheter tip. After removal, manual injection with a syringe was attempted, but no fluid flowed. After replacing the infusion connector, the intravenous infusion was restored.